Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient was not getting pain relief with their system. The patient requested their ins to be explanted and replaced with another manufacturer's product. It is unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient not getting pain relief was not determined. It was indicated that the rep had notified the patient¿s account the device needs to be returned to the manufacturer for analysis. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.